Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the forceps would open, but would not close. The device was function tested using the handle and the cups opened, but would not close when handle was used. The cups had to be manually closed. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional information has been received a follow-up emdr report will be provided.

Event description:
During a colonoscopy, the physician used a cook captura serrated forceps with spike. When they were taking the first biopsy, there was a snap in the handle and it would not open. There was no reportable information at that time. The device was received for evaluation on 04/21/2017. The forceps cups were found be to able to open, but unable to close [subject of this report].

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was function tested using the handle; the cups opened but would not close when handle was used. The cups had to be manually closed. The device was sent back to the supplier for further evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. The device was tested for "would not close." During functional testing, it was confirmed that the device would open but would not close when manipulated using the handle. Upon disassembly of the device tip, it was noted that the solder joint was broken. The reported defect was confirmed for the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the customer experienced issue of "would not open" was confirmed; the device has a butt joint that has broken at the solder connection. The root cause is a butt joint with a broken control wire / link wire solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forceps is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.